Manufacturer narrative:
Inspected 1 opened/used sensor and found sensor contact pad damage wrinkled like see attached picture for details.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they had high and low blood glucose. Customer stated they gave themselves a shot because of high blood glucose value of 486 mg/dl and the values went down to 48 mg/dl and 68 mg/dl. Customer treated the low with food. Customer stated they received a change sensor alert after a calibration not accepted. Sensor will be returning.